Event description:
International complaint coordinator reports one incident of pt death after using the a-18 dialyzer. Pt experienced hyperventilation. Pt was administered oxygen and transported to the ICU. Pt subsequently expired.